Event description:
The customer reported that the physician was not able to calibrate the micro-debrider and the system displayed an error message requesting the top of the instrument be placed in the surgical field. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to place the instrument to the dimple of the hockey puck transmitter following which the physician was able to successfully calibrate the micro-debrider. The system was working as intended and put back into service.